Event description:
Notes from the h & p: patient who 8 years ago underwent left total hip arthroplasty. He has done well from that standpoint except for the fact that he has developed increasing pain in the groin and swelling in the groin and noted to have a pseudotumor of the left hip, likely caused from metal on metal articulation of the hip resurfacing. He is now requesting a revision left hip arthroplasty metal on metal articulation and possible excision of pseudotumor...plan: the plan will be to remove the total hip resurfacing, convert him to a total hip arthroplasty with a polyethylene and ceramic articulation. We will also try to debride the pseudotumor or fluid collection anterior to the hip from behind. If we are able to debride this adequately, we will not open him anteriorly, otherwise may consider anterior approach for debridement of pseudotumor. Notes from the op report: upon initially entering the hip, I could feel anterior to the acetabular component. Once, I put my finger anterior to the acetabular component, I opened the cyst and probably 200-300 ml of clear fluid came out of this. I could feel that the mass that was palpable in his groin previously had decompressed. Given the fact that this did not have any abnormal looking debris or abnormal coloration or abnormal looking debris, I have discussed this consulting physician who was in the room and we elected not to roll him flat and excised the groin cyst as this appeared to be mostly fluid-filled...we sent the components to the firm as this was an FDA study patient. Note: cultures taken in surgery resulted negative.